Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicm_13.2, -11.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019 as a replacement lens and it is reported that "patient still have haloes." Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. Reference MFR# 2023826-2019-02021 for initial lens.